Manufacturer narrative:
Carefusion complaint number: (B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector pin# 2,3,4 and 5 were burnt and had melted. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had burnt pins on the lemo connector of the ac adapter. It is unknown at this time whether there was any patient involvement associated with this complaint.